Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one device was returned for evaluation. However, since the complaint sample was used in a hiv patient it was deemed as infectious and no sample evaluation could be performed. Therefore, the investigation is inconclusive for balloon rupture as no functional evaluation could be performed due to the condition of the device. The definitive root cause for the reported balloon rupture could not be determined. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2023),

Event description:
It was reported that during angioplasty procedure, the pta balloon allegedly ruptured at 8 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 8 atm. It was further reported that balloon allegedly had tremendous amount of waste in it. The procedure was completed using another device. There was no reported patient injury.